Event description:
Kidney donor undergoing laparoscopic nephrectomy. Re-usable scissors were being used to mobilize the left colon and expose the left kidney. Several burned areas on the serosal surface of the left colon were noticed. As the surgeon used electrocautery around the kidney, he observed sparks. It appears there is an insulation failure, a crack, proximal to the area where the disposable tip is screws on. This is the second incident this hosp has experienced with this product.